Event description:
Pt reports cadd legacy pump sn (B)(4) screen is foggy. Pt can still read screen but she needs to hold it under the light. Replacement pump sent to pt. Product fault did not occur while in use. No clinical injury reported. Pharmacy will retrieve malfunctioning device for investigation. No further info known. We replaced the device. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.